Manufacturer narrative:
(B)(4). The customer clarified that the reported event occurred during infusion on a patient when trying to attach a bd phaseal device to the onelink. Chlorascrub wipe was used to scrub the hub. There was patient involvement. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that, after they have been swabbing the valves with isopropyl alcohol, the valves appear to be "breaking down." This event did not involve a patient. No additional information is available.